Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr did a back to back blood glucose test, within ten minutes, using separate fingersticks, and got results of 430 and 346 mg/dl. A control solution test result was in range. No symptoms were reported.